Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported the customer found a dead fly in the syringe. To aid in the investigation, one sample in a sealed packaging blister and one photo was provided for evaluation by our quality team. Inside the packaging blister is a black foreign matter which appears to be the insect in small particles. No other defects or imperfections were observed. The photo provided shows a syringe in the packaging blister. At the bottom of the syringe there is a fly. This defect could occur if a door was opened and the insect got into the packaging area. A device history record review was completed for provided material number 309653, lot number 8107984. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The insect traps were verified and all were working. The doors were closed in the packaging area. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 50ml ll tip 1ml had foreign matter. The following information was provided by the initial reporter: customer found a dead fly inside the syringe. Event description states: a user facility clinical coordinator reported via email that there was a dead fly inside the syringe package. There was no patient harm or adverse event reported at intake.